Event description:
The first night the cycle tubing disconnected from the transfer set when the pt turned over in bed. Additional info received by baxter indicated that the home pt had followed proper procedures while connecting their transfer set to the lineo connector. Additionally, no pt injury or medical intervention was associated with this incident, per baxter affiliate.